Manufacturer narrative:
An RMA has been issued to the customer requesting to have the isi device returned; however, isi has not yet received the harmonic ace curved shears instrument for evaluation. Isi has made several attempts to obtain the RMA with no success. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A site history was conducted and no related complaint records were identified. A review of the instrument and system logs was conducted to obtain the following information. The instrument had 0 lives left and was not used in subsequent procedures. The following instruments were used during the procedure: fenestrated bipolar forceps, tip-up fenestrated grasper, permanent cautery hook, and large needle driver. There were no related error messages reported by the system. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, a white piece from the jaw of the harmonic ace curved shears instrument broke and fell into the patient. It was taken out of the patient in the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 3/20/2020 and obtained the following additional information: the fragment was retrieved with the help of a laparoscopic grasper. The customer confirmed by visual inspection that it was the "single piece." There was no need for any additional surgical procedure to remove the fragment. No post-operative test was performed. The instrument was inspected prior to use and there was no damage or anything out of the ordinary. The fragment fell inside the patient while the surgeon was removing tissue. The surgeon did not notice any issue with the functionality of the instrument. The instrument did not collide with any other material and had not been removed prior to the breakage. Upon final removal, the wrist was not straightened and the surgical staff did not feel any resistance. After the event occurred, there was no damage to the cannula or the instrument. There was no patient harm or injury and the patient has not returned to the hospital due to any complications. There is no image or video available for review.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d4, d10, g4, g7, h2, h3, h6, h10. 4315- intuitive surgical, inc. (Isi) received the harmonic ace curved shears instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have clamp arm damage. The white teflon was missing from the clamp arm. The missing piece was not returned.

Event description:
Refer to h10/h11 for follow-up information.